Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering confirmed a broken conductor wire at the yaw pulley exit. The conductor wire was detached from its connection at the grip. Electrical continuity testing was performed and failed. The yaw pulley showed no signs of arcing. Additional observations that were not initially reported by the customer were pulley damages. The yaw pulley was missing a 0.161 x 0.053 piece opposite to the conductor break, allowing the grip to move within the pulley and have a larger range of motion in yaw. There were indentations at the edge of the distal pulley. Also visible scratches on the surface of the pulley. Engineering noted that the pulley damage most likely occurred due to mishandling. The instruments and accessories instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
During a da vinci si hysterectomy procedure, the wires at the end of the pk dissecting forceps allegedly broke. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.